Event description:
A customer reported an "error 9" message with the freestyle libre 2 reader. Due to this issue, the customer became hypoglycemic with symptoms of aggression and confusion, and was unable to self-treat. The customer required treatment of glucose by daughter, who is a doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on return reader and damage was observed on usb port. The reader was unable to turn on due to the damaged usb port. The returned reader was de-cased and the log was downloaded. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error 9" message with the freestyle libre 2 reader. Due to this issue, the customer became hypoglycemic with symptoms of aggression and confusion, and was unable to self-treat. The customer required treatment of glucose by daughter, who is a doctor. There was no report of death or permanent injury associated with this event.